Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing, and episodes of twos were identified.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that t-wave oversensing (twos) and high threshold were observed on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.